Event description:
Additionally, a treating physician reported that the patient had ¿fibrostic scarring¿ due to the "inflammation" that was being treated with intralesional steroid. The patient was doing better but not fully resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with 0.55 cc of juvéderm volbella® xc. Three months later, the patient with a history of celiac disease had an inadvertent cross-contamination at a restaurant and developed "lips tingling, swelling" 3 days later that progressed to "hard inflammatory nodules/firm, painful nodules." The patient presented at the office 2 weeks later and was treated with doxycycline 100 mg bid. Two days later, the patient was treated with prednisone 60 mg taper over 2 weeks. The event is ongoing.